Event description:
It was reported that the atrial lead had under/oversensing during recorded episodes. Additionally, the lead was suspected of far-field r-wave oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.